Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that it had been 4 days since the patient was able to get a bolus and they were getting error code 156. The patient stated that they got 8 boluses a day. Per the patient, it was taking 30 minutes to connect and the screen was stuck. Patient services assisted the patient with clearing the data and the patient was able to connect to the pump very fast. Troubleshooting steps taken with patient services resolved the issue. Patient services asked the patient to navigate to get the handset serial number and software version and the patient talked about how fast the device connected after clearing the data.